Event description:
The patient began to receive ECMO continuous treatment to maintain cardiopulmonary function, and the superficial femoral artery collateral of the right lower extremity was implanted with a fast-cath hemostasis introducer. Blood was flowing out from the head of the sheath. After inspection, the white part of the sheath was found to be cracked. Immediately replaced a new sheath, re-inserted the catheter into the superficial femoral artery side of the right lower extremity. There was a small amount of bleeding during the catheterization process, which caused secondary injury to the patient.

Manufacturer narrative:
Additional information: d9. G3. H2, h3 one 6f fast-cath introducer sheath was received for evaluation. The sheath hemostasis hub had been fractured and detached at its proximal end; the detached section, cap and hemostasis seal were not returned. There were multiple bends throughout the sheath tubing and a suture was tied to the sheath hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fluid leak is consistent with the hemostasis hub fracture. The cause of the hemostasis hub fracture remains unknown.